Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair procedure, the surgeon was using a speed cinch, ar-4502, lot: 10175535. The surgeon implanted the first implant with no incident. When he went to insert the second implant, the second implant would not deploy. The surgeon removed the first implant with a pair of graspers and opened up a second speed cinch, ar-4502, lot: 10184671. The first implant deployed and seated with no issue but again, the second implant did not deploy. The surgeon removed the first implant with graspers and switched to a menisectomy instead.